Manufacturer narrative:
The device has not been explanted. If it should be explanted,it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up event.

Event description:
It was reported that in situ measurements showed an increasing number of electrode channels with status hi, currently affecting 6 electrode channels. The patient's hearing ability is reduced. Further in situ measurements are to be performed.